Manufacturer narrative:
(B)(4)). An investigation was performed based on the gathered complaint information. When reviewing similar reportable events registered since 2010 for sara 3000 and similar devices, we have not found any case with the same or analogous fault description compared to the one investigated here: caregiver did not give enough attention to the condition of the equipment. Given the circumstances and sequence of the events, this particular complaint appears to be an isolated occurrence. Based on the collected information, movie evidences and findings made during the inspection of the involved device, we (arjohuntleigh) have been able to establish that the most contributing factor for this particular complaint was inadequate condition of the rear castors. The involved hoist was put through a function test by the arjohuntleigh representative that visited the customer site. The swivel mechanism of the rear castors was found to be worn and subsequently castors could not rotate freely. It is worth mentioning that this type of failure is considered to develop over a longer period of time and should be detected during the course of the device maintenance. What is more, it can be suggested that this castors malfunction was observable to the caregiver prior to this unfortunate event. The possible sequence of the events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred: the maintenance activities may have not been carried out at the recommended frequency. Arjohuntleigh was not responsible for servicing the claimed device. In accordance to the product instruction for use (e.g.: kkx81010m_issue7), which are supplied together with each sara 3000 devices, there is particular attention to the responsibility of the device owner to make sure that the castors working condition is maintained. In summary, the device was being used at the time of the event and played role in the reportable incident. The rear castors were found to be worn and from that perspective, the device was not up to specification at the time of the incident. If the IFU and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. This is to be communicated to the customer.

Event description:
Arjohuntleigh has become aware of the customer complaint alleging difficulties with turning the sara 3000 active lift. Following the sequence of events reported, when the patient was lifted from the toilet, the caregiver attended to move the device. At the time of pushing the floor lift, she (the caregiver) could not move the device freely and as a consequence of that, sprained her ankle.